Event description:
It was previously reported that the implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) defibrillation lead were explanted and replaced. However, subsequent information was later received that the system remained implanted and in service. The ICD was later explanted and replaced four years later for reported normal battery depletion. The ra and rv leads remain implanted and in service with the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing that resulted in an inappropriate atrial tachy response (atr) mode switch. Additionally, noise was observed on the shock channel of the right ventricular (rv) defibrillation lead. The noise on the ra channel was recreated with physical movement. No asystole was observed as a result. Boston scientific technical services (ts) discussed programming options. An invasive procedure was performed. The device and leads were explanted and replaced. No additional adverse patient effects were reported.